Event description:
It was initially reported that prior to the pt's scheduled generator replacement, the pt began to experience an increase in seizures. The surgery was then rescheduled to an earlier date. It is unk at this time if the frequency is more than the pre-vns baseline levels. Last known diagnostics available in the manufacturer programming history database were within normal limits. The pulse generator and portions of the lead were returned to the manufacturer for analysis. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. There were no observed anomalies of discontinuities that affected the device performance. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the generator resulted in no performance or any other type of adverse conditions found with the pulse generator. Good faith attempts to obtain add'l info have been unsuccessful to date.